Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula due to which she experienced high blood glucose level. Therefore, the patient tried to treat it with a bolus via pump, but on (B)(6) 2020, she went to the emergency room with blood glucose level of 541 mg/dl. Moreover, the infusion set had been in use for less than three days. After staying for two days, the patient left the emergency room in an unstable condition and blood glucose level was in 500's mg/dl. Subsequently, she was admitted to the hospital due to diabetic ketoacidosis, where she received fluids and intravenous medication (drug name unknown) which resolved the issue. On (B)(6) 2020, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.